Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. The patient was brought in for testing of the system, which when performed, was unable to reproduce any noise. The rv lead was reprogrammed and remains in service. No adverse patient effects were reported.